Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. No unexpected numbers scrolling during testing. Device was received with normal operating currents. Device was monitored for several days and no weak battery alarms occurred during testing. The insulin pump had partially broken reservoir tube lip, reservoir tube missing o ring, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and case cracked at the reservoir tube window corner. (B)(4).

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. He also stated that there is a crack by the battery compartment. The customer received a weak battery alert when inserting the battery and the buttons were not responding when trying to set up the time and date. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.